Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 407 mg/dl. Customer reported insulin pump had blank display. Insulin pump was neither dropped nor exposed to moisture. Customer stated that battery compartment and cap were neither damaged nor corroded. Customer inserted new battery and insulin pump restarted. Display returned after restart. Device will not be returned for analysis.